Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that the patient experienced an infusion set issue where the adhesive tape failed to adhere to the skin at the insertion site during infusion set placement. On (B)(6) 2026. No further information available.